Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl on (B)(6) 2018. The customer's blood glucose at the time of the call was 312 mg/dl. The customer had impaired vision from the low blood glucose and treated with food. The customer states that they had a blood glucose of 200 mg/dl that they treated with a manual bolus prior to the low blood glucose event. The customer stated that they were experiencing a gi problem that may have impacted their blood glucose levels. Troubleshooting was not performed for the low blood glucose event. The insulin pump will not be returned for analysis.